Event description:
In 2008 the lay user/pt's daughter contacted lifescan (lfs) alleging that the pt was unable to set the proper code on her onetouch ultramini meter. The medical affairs specialist (mas) spoke with the reporter seventeen days prior, and obtained the following info. The pt's daughter reported that the alleged issue began approx three days prior to contacting lfs. Despite the alleged issue, the pt continued to take her usual dose of 70/30 nph insulin (26 units) and her daily pill of amaryl (4mg). On the morning in 2008, the reporter claimed the pt was feeling "dizzy and fatigue. " at approx 5:30pm that evening, the pt was taken to see her doctor. When the pt's blood glucose was tested at the doctor's office it was in the "400's." The pt's daughter reported that the pt's doctor administered 26 units of 70/30 insulin. In addition, the doctor advised the pt to take 2 pills of amaryl on a daily basis instead of one. At the time of troubleshooting, the customer care advocate (cca) was able to resolve the issue by assisting the pt's daughter with setting the proper code number. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly was treated by an hcp for hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.